Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator. Device MFR date: unk at this time. Will be reported at time of follow up MDR. UDI# unk at this time. To be provided with the follow up report.